Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The trial consumer reported she was going to do a spinal cord stimulator (scs) trial, but had complications from the procedure. The patient stated she had the components taken out due to epidural hematoma, being paralyzed from the waist down, and pain above that. The patient was in the hospital and had laminectomies done almost all the way up her spine to remove blood that was pressing on her spinal cord. The patient inquired about billing, and she was redirected to the health care provider (hcp). The patient also requested to not be contacted by the device manufacturer. The hcp reported the patient had a laminectomy to decompress the hematoma. The patient was unable to complete the entire trial and the hcp wanted the device manufacturer could waive the trial fees. The hcp was redirected to the device manufacturer's representative (rep) or customer service. The hcp stated that the device manufacturer's staff is always very helpful to him. He did not state any other information regarding the patient. If additional information is received, a supplemental report will be submitted.